Event description:
A surgeon reports a patient with a history of age related maculopathy had an intraocular lens (iol) implanted in her left eye in 2006. Following surgery, the patient complained of visual problems. The patient had a postoperative refraction -8.5 /9.0 at two weeks postop. The patient reports she must cover the left lens of her glasses, so she can see normally, otherwise, she feels nauseous and has problems with balance. Additional information including the patient's preoperative biometry measurements has been requested. An explant is scheduled (date was not provided).

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.